Manufacturer narrative:
The investigation is ongoing. However, if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report of the reappearance of pressure ulcers since the bed and mattress were changed. The customer described the pressure ulcers as ¿multiple and deep with a detrimental impact on patient morbidity¿. The pressure ulcers were reported on the outer side of the right foot, the left heel, chin and ears (eyeglass contact points) as well as the sacrum showing deterioration. Additionally, there was no allegation of a device malfunction. No further information was available at the time of this report.